Manufacturer narrative:
Correction: upon review the low voltage lead manufacturer report 2017865-2025-89201 should not have been submitted as medical device report (MDR) as the new information received that revision procedure was a right sided system replacement with no issue specified on the low voltage lead and the vein was occluded.

Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) exhibited noise over sensing resulted in pacing inhibition. The right atrial (ra) lead had an unknown malfunction. Both the ra and rv leads were capped and replaced on (B)(6) 2025. The patient was recovering post procedure.